Event description:
It was reported that the insulin pump has a blank screen. Customer's blood glucose reading was 280 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with blank display due to battery tube connector not plugged in properly in b1 ib. The insulin pump was received with minor scratched display window, cracked case at display window corners, reservoir tube lip and battery tube threads.